Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, the reported pt large physical stature and activity level are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised due to loosening of the tibial tray, osteolysis and polyethylene wear.